Manufacturer narrative:
The na electrode lot number and expiration date were not provided.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for na electrode (na) on a cobas pro ise analytical unit. The initial result was 149 mmol/l. The customer deemed this result too high and repeated the sample. The repeat result was 141 mmol/l. This result was believed to be correct. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
Calibration was last performed on 25-jan-2025 with acceptable results. Qc results for na were acceptable. Alarm trace data was not provided from the day of the event. The field service engineer (fse) found the sipper nozzle was partially clogged. The fse cleaned the sipper nozzle. Ise checks, calibration, and precision were acceptable. The investigation determined the service maintenance actions resolved the issue.